Manufacturer narrative:
(B)(4) date sent to the FDA: 01/05/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? Yes the little piece of the needle fall into the patient. The doctors has been looking for the piece with x-ray but they could no find it. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? No. As they could no find it . They follow with closure proced. Was there any additional tissue damage as a result of searching for the needle piece? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what instruments were used to grasp the needle? Where was the needle grasped during use? Where are the located/in what structure? Were there any patient consequences? Do the surgeons plan to remove the needle? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status? If applicable, will product be returned, return date, tracking information

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2016 and suture was used. During the procedure, the needle tip was broken. It is unknown how the procedure was completed. The needle tip is still implanted. The patient is stable. Additional information was requested.

Manufacturer narrative:
The actual sample was returned for evaluation. The sample showed a fractured needle at the needle point area. The needle tip is not present. During visual inspection at the fractured needle, heavy instrument marks were found at the needle point area, directly at the breaking point and also at the needle attachment area which indicates that the needle was handled there. Instruction for use recommends that the needle only be grasped in an area one-third to one-half of the distance from the swaged end to the point. User handling was determined to be the cause of the needle breakage.

Manufacturer narrative:
(B)(4). Corrected information: it was reported that this device is not serious injury reportable. Upon additional information review, this medwatch report 2210968-2017-30081 has been updated from serious injury to malfunction reportable. Additional information was requested and the following was obtained: does the doctor think the tip is in the uterus: does the doctor think the tip is outside the patient:- the doctor think that the tip are outside of the patient. Because the needle tip does not appear on the tac. What instruments were used to grasp the needle:- the doctor used a normal needle carrier. Where was the needle grasped during use:- on the operation room. Were there any patient consequences: - no. Because they made a tac on the or and the tip of the needle does not appear on the image. Do the surgeons plan to remove the needle: - no. Because they could not find it. What is physician¿s opinion as to the etiology of or contributing factors to this event:- they do not know. What is the patient current status: - the patient are normal. The doctor think that the tip are outside of the patient. Because the needle tip do not appears on the tac. If applicable, will product be returned, return date, tracking information: - yes the product will be returned. The patient demographic info: age, weight, bmi at the time of index procedure - waiting for the information from the doctor.